Event description:
It was reported that the patient had a positive stress test and on (B)(6) 2010, underwent the index procedure with the deployment of one drug-eluting stent to the proximal circumflex artery. Post procedural residual stenosis was 10% with timi 3 flow. During hospitalization, the patient received study medication and was started on aspirin daily dosage. The patient was discharged on (B)(6) 2010. On (B)(6) 2011, the patient presented to the hospital with limiting angina, and was taking the study drug. The diagnosis, treatment received by the patient and outcome for the reported event limiting angina, was unknown at the time of this report. On (B)(6) 2011, the patient was discharged. The event of limiting angina was considered as an event that required initial or prolonged hospitalization. No further information was available, and the relationship to the adverse patient effects and the device was not reported. On 01 november 2011, additional/updated information was received which states the intensity of the limiting angina event was severe. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Angina is a known adverse patient event as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.